Event description:
It was reported that the cuff was asymmetrical upon full inflation. There was no reported patient involvement and there was no patient harm.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.